Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number was not provided. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had a worn bearing and failed pretest for verify if secured with pin, and measure the oscillating frequency. The assignable root cause of these failures was determined to be traced to device maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that following an unspecified surgical procedure, it was observed that the saw attachment device heated up and turned around. It was further clarified that the extension revolved around the axis. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.